Event description:
Introducer for l-cath is blocked at the introducer needle. Catheter is unable to pass through. Unfortunately this was an infant that had had multiple attempts at a peripherally inserted central catheter (PICC) and may possibly need a broviac central venous line. Needle saved for evaluation of company. 3 needles were used for procedure. This is the second time this has happened this year.